Event description:
It was reported that the monitors on the 9800 system were blank at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor was re-seated during the service call. The system was tested and found to be working as intended and put back into service.